Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 60 mg/dl. Customer stated that they experienced the low blood glucose due to an extra bolus. Customer also stated that they received a bolus not delivered message and did not know if the first bolus attempt went through as a result they gave herself bolus twice. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.